Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a face lift procedure on (B)(6) 2019 and the suture was used. During the procedure, the suture frayed while suturing. The procedure was completed successfully. There were no patient consequences reported.